Event description:
On 8/12/2024 an ilet user reported experiencing low blood glucose (bg) events with some of them requiring assistance to treat. The events have occurred over the past 3-4 months. The user reported having recurring low bg events between 8 pm and 2 am over the past 3-4 months. These lows occur while the user is working at night, with no significant changes to their routine or any high blood glucose readings preceding the lows. The user started using the ilet in (B)(6) 2023 and has not made any recent changes to cgm targets, weight settings, or insulin delivery settings. During these low bg events, the user's blood glucose drops to between 30-50 mg/dl, and they typically treat the lows with juice or candy. Despite this, the user has experienced loss of consciousness during some events, with their mother intervening by giving juice. There have been no professional medical interventions or other assistance for these episodes. The user did not provide specific event dates for the low bg episodes.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data shows episodes of hypoglycemia during the reported time period. During each of these episodes, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Evidence of excessive and late meal announcements was found. The device volume was set to "off" and all three low glucose alerts were disabled by the user. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Without specific event dates, it is not possible to determine the cause of these events. However, having all three low glucose alerts and the device volume turned off likely contributed to the severity of these events, as the user was not able to respond to these events prior to them becoming severe. In addition, the pattern of behavior observed with the meal announcement feature may have led to maladaptation of the device, increasing the risk of hypoglycemia.